Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the due the customer changing the pump basal setting, blood glucose (bg) level dropped to 40 mg/dl. Low bg was address by consuming glucose tabs. The customer spoke to a healthcare provider regarding setting.